Event description:
On 02/23/2001, the MFR received the device from the user facility that states the following: pt admitted for malfunctioning device. The old device was removed in 2001 by the surgeon and a new device was inserted. Following this surgery, the pt was taken to radiology for intravascular foreign body retrieval of the 6 cm fragment. A goose neck snare catheter was used initially, but after numerous failed attempts to snare the catheter fragment, it was removed and a pigtail catheter was used to successfully retrieve the catheter fragment. No further details are available at this time.